Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product was rusted and unusable. There was patient involvement and unknown patient harm/adverse event was being reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product has been returned, and the investigation could not confirm the reported issue. No corrective actions are planned at this time. ICU medical regularly analyzes complaint data and trends and will take further actions accordingly. There was no lot number provided for the device history review to be performed.